Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test properly. However, device received with intermittent button response during testing due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck buttons, arrow down and center one. Customer stated that numbers was not ramping on their own and scroll bar was moving with no input. Customer stated that there was no response from any button and insulin pump was not responding as expected. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.